Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. It was reported that while in use, the staff noticed the line was leaking the filters were lacking at the two dots at the back of the filter. It does not start immediately. Both lines were running through pumps. There was patient involvement, no adverse event and with delay in therapy.